Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389s-40, lot # v138884, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3387-40, lot # j0555660v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
Additional information: during post-operative programing following the lead revision a ¿charge density error¿ had to be bypassed with every amplitude increase.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a lead revision done on the left side approximately a month prior to report. The lead revision was a result of the patient not having had good efficacy. The day of report the patient had "great efficacy."